Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -the patient was revised because of pain. Changed the metal-on-metal liner to a poly liner. Doi: (B)(6) 2008, dor: (B)(6) 2009 (left side). Update: (B)(6) 2013 - litigation papers received. It is alleged that the patient suffered from pain, loosening, and highly reactive levels of nickel. The patient underwent a liner exchange, which was previously reported. Litigation states that the patient was completely revised, including the poly liner from the liner exchange. The head, cup, and poly liner have been reported.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.